Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed thirty-five other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a patient today that was noted with a defective sl PICC. During the procedure, after the line was place, our vas nurse noted that the cusp on the pigtail where the lure lock cap screw in connection was as cracked and leaking. He changed the cap, and it was still noted as leaking; he immediately over-wired the line." Did event occur during placement, during removal, or after removal? The leaking was noted during the placement procedure by our vas nurse. He changed the cap but it was still noted as leaking. He immediately over wired to a different 4fr sl PICC. Was a new device placed? Yes. Was the device used on a patient? No - the line was inserted, noted the leaking and then immediately over wired. Any patient harm? No.